Event description:
It was reported that during an open pancreatoduodenectomy, the staples closest to the cut line of the oral side from the knife slot were unformed at the 2nd firing when the device was used on the gastric body near the pylorus. The other staples were properly formed. When another cartridge was loaded into the same device, the device could be fired without problems. There were no adverse consequences for the patient. The doctor commented that the target tissue might have been thick.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.